Event description:
It was reported that md was preparing catheter for insertion. While priming lines, solution squirted back. There were no obvious kinks or visible defects in catheter or medical port. Syringe was checked and was correctly connected to port. A new catheter was obtained and used without event.